Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient expired at home. On (B)(6) 2018 at 3:30 pm, it was reported that the patient felt dizzy, had diarrhea, and one red heart alarm occurred. The patient was found by police at 21:59 pm after not presenting to the emergency department. It was suspected that this was related to short to shield which started in (B)(6) 2016. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. No additional information was provided

Manufacturer narrative:
The replaced portion of the percutaneous lead was received for evaluation. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed multiple pump stop events; however, a specific cause for these events could not conclusively be determined. Based on previous complaint experience, the captured event appeared consistent with a potential driveline issue. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 22.5¿ of the distal end of the driveline was returned for evaluation. A previous dl repair site was present approximately 16¿ from the end of the metal connector. The dl was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed multiple areas of normal breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing, by-passing the previous repair site, to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. Heartmate ii lvas, serial number (B)(4), was not explanted. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii lvas IFU and patient handbook contain information regarding driveline care; however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in mw5093036, patient has a known short to shield of his heartmate ii left ventricular assist device (lvad). Utilized an ungrounded cable. Called lvad team with an alarm at 1537. Instructed to come to emergency room. Did not report. Called police for wellness check and pt was found dead at home. Lvad controller obtained from funeral home. Analysis from abbott revealed short to shield matured into a phase to phase short with multiple pump stops and low speed advisories.